Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), pelvic discomfort ("discomfort"), menorrhagia ("including heavy menstrual bleeding and clotting"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss / thinning hair"), abdominal distension ("excessive abdominal bloating"), tooth disorder ("dental issues"), bacterial infection ("frequent infections / increase in bacterial infection"), polymenorrhoea ("more frequent menstrual cycles"), menstruation irregular ("irregular menstrual cycles"), skin odour abnormal ("foul odor"), gingival bleeding ("bleeding gums"), fatigue ("fatigue") and uterine disorder ("uterine sores"). The patient was treated with surgery (hysterectomy in (B)(6) 2016). Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, pelvic discomfort, menorrhagia, dyspareunia, alopecia, abdominal distension and tooth disorder had not resolved and the bacterial infection, polymenorrhoea, menstruation irregular, skin odour abnormal, gingival bleeding, fatigue and uterine disorder outcome was unknown. The reporter considered abdominal distension, alopecia, back pain, bacterial infection, dyspareunia, fatigue, gingival bleeding, menorrhagia, menstruation irregular, pelvic discomfort, pelvic pain, polymenorrhoea, skin odour abnormal, tooth disorder and uterine disorder to be related to essure. The reporter commented: plaintiff has sought treatment for her symptoms but was unable to resolve her symptoms. Around (B)(6) 2016, plaintiff underwent a hysterectomy. She believes that only her uterus was removed, and that the coils remain implanted at this time. Diagnostic results: patient had imaging test, coils were properly placed. Hsg test following her implant (no results). On (B)(6) 2016, patient had underwent ultrasound imaging which appeared to show two coils on her right side and one coil on her left side. Most recent follow-up information incorporated above includes: on 29-mar-2018: essure insertion date was updated to 2014. The events irregular menstrual cycles, more frequent menstrual cycles, foul odor, bleeding gums, fatigue, and uterine sores were added. The patient underwent a hysterectomy in (B)(6) 2016. This case was upgraded to incident. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.